Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:1627487-2023-04030. Additional information indicates that the ipg was still providing therapy at the time of replacement. During the procedure on (B)(6) 2023, it was noted that there was difficulty inserting the right extension into the header resulting in 2 contacts with high impedance. As a result, the extension was also explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received.

Event description:
It was reported that the patient's ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was explanted and replaced to address the issue.